Event description:
It was reported, that there were 10 large volume pump keypads being replaced. There was no reported patient involvement.

Manufacturer narrative:
The customer reported complaint of the lvp door assembly with keypad being replaced, due to unspecified issues was evaluated. Inspection: it was reported, that the lvp door assembly with keypad is being replaced, due to unspecified issues. The customer reported, 10 lvp door assemblies with keypad having issues. However, only 8 lvp door assemblies with keypad (p/n p/n 49000346) were returned inside a cardboard box. All parts inspected are manufactured by bd. External inspection was performed on lvp door assemblies with keypad (qty 8 p/n p/n 49000346). During external inspection, lvp door assemblies with keypad were observed, with broken hinges and sears. One lvp door assembly with keypad was missing the light tower. The root cause for the reported complaint of cracks on the lvp bezel assemblies was not identified. However, it has been identified, that plastic part material is susceptible to cracks or fractures when used with unauthorized cleaning products or cleaning methods. Review of the module s/n#: (B)(6), service history record showed, the device had a manufacture date of 17-feb-2011. A review of the device service history record was performed, beginning from the date of manufacture to the present date 25-jan-2021. And indicated, that this device has been returned to service for issues not related to this complaint. Review of the production failure record was performed, beginning from the date of manufacture through present. The failure record showed, no production failure. Records were opened for the source device. H3 other text: only keypad was received for investigation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there were 10 large volume pump keypads being replaced. There was no reported patient involvement.